Event description:
Additional information received reported the patient¿s pump health care provider did not believe the issues were related to the pump, catheter, or drug effects. It was noted the patient was ¿already in the hospital¿ when asked if the patient required hospitalization due to the event. The patient reportedly recovered without sequelae.

Event description:
It was reported that a patient experienced symptoms of over sedation and myoclonic arm movements. It was noted the patient's nurse had reported the patient had "a lot of other medical conditions." The patient was reportedly septic and was on peritoneal dialysis. While the reporter believed the event did not have anything to do with the patient's pump it was noted "other medical professionals" thought it was the pump. The patient's nurse "wondered" if it was because "she was so sick."the reporter noted, "they are blaming it on the pump even though it's probably not pump related." The pump dosage had been turned "way down" this morning and then was put to minimum rate. The reporter was unsure when the actual date of over sedation started. The device system was used to deliver demerol. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10973r09, implanted: (B)(6) 2001. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).